Event description:
During preventative maintenance of the device, the user reported the a/d circuit board was out of specification and required calibration. The user reported the a/d circuit board was successfully calibrated and returned to service. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.